Manufacturer narrative:
Event date is an estimate.

Event description:
Related manufacturer report number: 3006705815-2021-03809. It was reported that the patient¿s system was autoreducing due to high impedances on the implanted leads. It was noted that the patient sustained a fall 4 days before the issue began. As result the patient may undergo surgical intervention on a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.